Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed that the soft tip was bumped. No other damage or anomalies were observed on the device. A dimensional test was performed, and outer diameters of the device were founds within specifications. A device history record evaluation was performed for the finished device lot number 00002846, and no internal actions related to the reported complaint condition were identified. The resistance issue reported by the customer was confirmed, as the soft tip condition could be related to the reported event. The potential cause of the failure could be related to a potential skin incision size relative to sheath during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and the tip of sheath flipped outward. When inserted into the patient's body. When the sheath passed through the atrial septum, the tip was wrinkled. No cracks or splits were noted. The sheath was replaced and the procedure continued. The procedure was completed. No patient consequences were reported.